Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/08/2024. The patient had initially been advised by dexcom technical support to visit a physician/healthcare provider on (B)(6) 2024. The patient did so, though she could not provide the specific date. The patient had an x-ray. They coul not find anything on the x-ray since the area was so swollen and had bruising. The doctor provided her an antibiotic, azithromycin - zpak - for 5ays. At the time of the report, the swelling had resolved but the bruising persisted. The patient was reportedly stable. No additional patient or event information is available.